Event description:
At 6:00 p.m. On sunday march 21, a nurse gave a patient an injection with the bd#(B)(4). After the injection, the nurse tried to engage the safety arm and it stuck near the top of the needle and would not fully engage. The nurse then discarded the (B)(4) in a nearby sharps container. Because the sharps container she utilized to discard the needle was too full, the flap of the container would not fully close and it left the (B)(4) near the opening of the container. The nurse then tried to actively engage the flap of the sharps container and she was stuck with the needle on the (B)(4) that was not fully engaged.